Event description:
A caller reported that the insulin cartridge was leaking at the septum. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy, and the technical support initiated a return merchandise authorization for the faulty cartridge.